Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve, reagent syringe and sample syringe. The fse replaced the buffer valve, reagent syringe and sample syringe which resolved the issue. Age or date of birth, weight, ethnicity: information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.